Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent slipped off from the balloon. The procedure was completed by placing another stent over the dislodged stent. No patient complications were reported and the patient's status was fine.